Event description:
The customer indicated that a cap sample tested on the ortho provue analyzer using mts abd monoclonal and reverse grouping card lot# 112408037-21 yielded a negative reaction in the anti-d microtube. The customer performed "weak d" testing as per their sop, using mts igg card lot# 082908001-06 and obtained a positive (1+) reaction at 15 mins at 37 degree c incubation (ahg phase). Testing performed by the customer is considered off label use per gel card IFU. The sample was reported as "rh positive" to cap. The participant summary report for the cap sample showed the rh result should have been negative. The customer did not have the sample for repeat testing. According to customer all qc testing was performed and results were acceptable. Reagents and gel cards appearance were acceptable. A false positive result in rh-d typing with a pt's sample may lead to misclassification of a pt's rh phenotype.

Manufacturer narrative:
The cap sample initially tested on the ortho provue analyzer using mts abd monoclonal and reverse grouping card lot# 112408037-21 reacted negative in the anti-d microtube as expected. However, the customer repeated testing with the mts anti-igg card to perform a weak d test and obtained a false positive rh result. This is considered off-label use. According to customer all qc testing was performed and results were acceptable. Reagents and gel cards appearance were acceptable. Validation of the weak d test in the mts anti-igg card with tube reagent is the responsibility of the individual laboratory. Batch record review for lot# 082908001-06 was within release specifications. Incident is isolated. (B)(4).